Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the emergency room due to high blood glucose with blood glucose of 451 mg/dl. Customer was unable to troubleshoot for high blood glucose level. Customer also stated that insulin pump did not give any alert and display went blank. Customer stated that reservoir lip ring of insulin pump had crack and reservoir was able to lock in place while inserted. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank display due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to blank display. Unable to perform the device trace history download or carelink upload due to blank display. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had a partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched reservoir tube window, minor scratched display window, cracked case at display window corner, broken battery tube threads and missing end cap sticker.